Manufacturer narrative:
(B)(4). G2- foreign - france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after receiving the wire driver at the repair center, it was found out that the wire holding mechanism was malfunctioning, which could lead to potential wire loss during work. Although this event occurred out of surgery, it is related to a malfunction that could potentially lead to serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the unit failed to hold the tools. Additionally, a pin was also bent. The locking system and pin were replaced to resolve the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.